Event description:
It was reported the patient experienced ¿rejection of the implantable neurostimulator (ins) by the body.¿ it was stated that explant of both of the patient¿s inss was required as a result of the event. It was noted the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).